Event description:
It was reported that oversensing due to electromagnetic interference resulting in inappropriate therapy was observed on the device. No malfunction was alleged against the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.